Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: two photos & a video were received. The 1st & 2nd photos show a tissue outside of patient with a staple line and malformed staples can be seen. At the 00:01 mark, the video shows a green cartridge fully fired and pan dislodged. At this point, the video ends. Based on the photos and video reviewed, the event describe is confirmed, however, no conclusion or root cause could be determined. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that during a sleeve gastrectomy, the patient presented rupture of the ecr60g staple line (component of the bariatric sleeve kit), causing bleeding. The ecr60g material, after being used and when it was removed from the ec60a, broke in two parts. It's unknown whether there were any patient consequences.